Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint to perform a failure analysis. The universal surgical manipulator (usm) was analyzed, and failure analysis confirmed the errors via log review and replicated the issue during testing. The unit was tested on an in-house system in normal mode with a triggered 31226 error. The unit also failed the friction very slow and speed-low tests for the pitch. Fiber trend report shows all fibers degrading. Upon further review, it was determined the error was caused by the clock spring fiber. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the system had an error 40100 with universal surgical manipulator (usm) 3 which was not usable anymore. The system was the customer to disable usm 3 to resume. The customer power cycled the system prior to calling as they need all arms to resume. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and an error 40100 was not visible in the live logs. The same issue occurred while trying to connect to system. The tse noted the error related to usm3 itself. Multiple errors 31226 pointed to usm3 were already present in the system logs. The tse informed that the same error 40100 can return. The system logs displayed errors 23098/32114/40084 pointing to usm3. There was no reported injury.